Event description:
Technician alleged that the brake was not holding on the left foot-end.

Manufacturer narrative:
Technician found several flat spots on the wheel, technician replaced the wheel to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.